Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the low blood glucose. The customer's blood glucose was 40 mg/dl. There was wide discrepancies between sensor glucose and blood glucose. The customer have a sensor glucose of 80 mg/dl and a blood glucose of 40 mg/dl and she stated that she suspended the insulin pump on her own until her blood glucose came up and that was how she was treated for the low blood glucose. The customer was not have any more time to finish the troubleshooting, stated that she was not wish to continue either. The insulin pump will not be returned for analysis.